Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 2946 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 2946 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 727106) for female sterilisation. The patient had a medical history of tubal pregnancy in 2006 and adenomyosis, menometrorrhagia, parity 2, multi gravida, shortness of breath, itchy rash, deep dyspareunia, menstrual cycle abnormal, post coital bleeding, bleeding breakthrough and stress incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2844 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2019 as per mr:(B)(6) 10-12 coils were extending into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: b. Right ovarian, biopsy: fragments of benign simple cyst wall. C. Uterus, cervix, and fallopian tubes hysterectomy & bilateral salpingectomy: cervix with no significant pathologic change; negative for dysplasia. Secretory endometrium with no significant pathologic change; negative for polyps, hyperplasia and atypia. Myometrium with no significant pathologic change; negative for leiomyomas and adenomyosis. One fallopian tube with no significant pathologic change; negative for atypia. No evidence of malignancy. Clinical history: menorrhagia, pelvic mass, stress incontinence gross description: essure coils are present at the left and right cornu. [Pregnancy test] on (B)(6) 2018: negative. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received :lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 727106) for female sterilisation. The patient had a medical history of tubal pregnancy in 2006 and adenomyosis, menometrorrhagia, parity 2, multi gravida, shortness of breath, itchy rash, deep dyspareunia, menstrual cycle abnormal, post coital bleeding, bleeding breakthrough and stress incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2844 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2018 10-12 coils were extending into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: b. Right ovarian, biopsy: fragments of benign simple cyst wall. C. Uterus, cervix, and fallopian tubes hysterectomy & bilateral salpingectomy: cervix with no significant pathologic change; negative for dysplasia. Secretory endometrium with no significant pathologic change; negative for polyps, hyperplasia and atypia. Myometrium with no significant pathologic change; negative for leiomyomas and adenomyosis. One fallopian tube with no significant pathologic change; negative for atypia. No evidence of malignancy. Clinical history: menorrhagia, pelvic mass, stress incontinence gross description: essure coils are present at the left and right cornu. [Pregnancy test] on (B)(6) 2018: negative batch no727106production date2010-03expiration date2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.